Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was capped. The patient with an implantable cardioverter defibrillator (ICD) was experiencing suprious shocks. An invasive procedure was performed and the physician noted 'the lead was twisted in the pocket several times'. The physician elected to cap the rate sensing portion of the lead and implant a new rate sensing lead.